Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error m-02. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The probable cause of error m-02 error points to a module timeout.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that error m-02 occurred on the integrated electrosurgical unit (iesu) or erbe generator, and the ground pad was red. Prior to contacting tse, the user had power cycled the erbe, replaced cables, and the ground pad, but the issue persisted. Tse reviewed the logs and confirmed the error. The user was guided to disconnect and reconnect each cable at the back of the generator, but the error remained when using monopolar energy. The user was advised to proceed with bipolar energy and consider using a forcetriad generator, which they were in the process of connecting. The user continued with the procedure without further issues. No known impact or patient consequence was reported. A procedure delay was reported.